Event description:
It was reported that a non-(B)(6) presented a faulty pin. With tip of the catheter showing up mid atrium and with the sheath end out the vein. Signals looked normal and pacing worked as expected. Pins 6-10 were plugged in correctly. Non-(B)(6) mapper unpinned one of the electrodes and the catheter appeared as normal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).